Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an atrial flutter. The right atrial (ra) lead also exhibited  high impedance and threshold. The ra lead remains in use. No further patient complications have been reported as a result of this event.